Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error, after customer was caught in a rain storm. However, customer stated the insulin pump was not wet. Customer's blood glucose was not known. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button responds due to corroded keypad traces. No button error alarms noted during testing. The following cosmetic damage was noted on the device: cracked reservoir tube lip, minor scratches on the display window, cracked case at display window corner, cracked battery tube threads, and scratched reservoir tube window.